Event description:
It was reported that the physician student introduced the syringe into the subclavian vein. The physician attempted to advance the spring wire guide (swg) in the needle; however, this was impossible. As a result, he decided to remove the swg and the needle simultaneously. A new device was placed without event. There were no reported pt complications. As a result, this caused additional delay for intervention due to they needed to do a new placement and to change the device.

Manufacturer narrative:
Follow-up report will be filed if additional info becomes available.